Event description:
It was reported that the mdu hand control powermax elite shaver was jamming and overheating during a procedure. A delay of less than 30 minutes was noted. A backup device was used to complete the procedure. No injury or complications were reported.

Manufacturer narrative:
Complaint of overheating could not be reproduced. A functional evaluation was performed and presented a hand piece error. Cause of error was a collapsed button spring in the oscillate button assembly. Mdu passed functional testing after stuck button was replaced with a good button assembly in the oscillate button assembly. The button assembly itself has never been serviced and is over 5 years old according to warranty records. The complaint investigation has concluded that this unit has succumbed to wear and tear.